Event description:
The manufacturer received information alleging a ventilation service required error message had occurred on a trilogy ev300 device. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that an error code, battery not charging event (e-059), was observed on the device's error log. The manufacturer's service technician evaluated and determined the detachable battery had caused the issue to occur on the device. In conclusion, the device's detachable battery needs replaced to address the issue. The root cause is confirmed at this time.